Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (875 mcg/ml, 399.74 mcg/day), bupivacaine (19 mg/ml, 8.680 mg/day), and dilaudid (35 mg/ml, 15.990 mg/day) in an implanted pump for spinal pain. The pump was alarming. The patient saw the implanting healthcare provider (hcp) on (B)(6) 2016 and was told she had enough medicine for approximately one day after the alarm sounded. The patient began hearing the alarm last night ((B)(6) 2016). The patient identified the sample alarm played, which matched the non-critical alarm. The patient's managing hcp changed practices and her insurance no longer covered the hcp. The surgeon declined to fill the pump, but provided medications to get the patient through withdrawal. The patient was given oral baclofen and another drug that started with a "ch". The patient also had a couple weeks left of her opana. The reporter was to follow up with the hcp and confirm the actual refill date. The reporter suggested trying to see if the hcp would fill her one more time if she paid cash. The patient was sent hcp listings. The patient started to experience withdrawal. The change in therapy/symptoms was sudden. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump had been empty since the end of (B)(6) 2016 and it was still alarming because she could not find a doctor to fill it. It was asked how long a pump could be empty before it must be replaced, however it was reviewed that was at the discretion of the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.